Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 463 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026 and treated with IV fluids. Discharge information was not available after follow-up attempts, and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization and insulin infusion therapy is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that insulin delivery was initially paused for approximately one hour and then resumed. Approximately one hour and forty-five minutes later, the user intentionally paused insulin delivery again to swim for more than two hours while glucose values were already elevated. Shortly thereafter, the user's sensor stopped providing readings for approximately four hours. The user subsequently experienced persistent hyperglycemia for more than twenty hours, positive ketones, and nausea requiring hospitalization and treatment with insulin infusion therapy. The user reported changing the infusion site in an attempt to correct the elevated glucose values; however, hyperglycemia persisted despite this intervention. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to subsequent user-initiated pauses while glucose values were already elevated. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.